Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the post-market study, based on 426 cases, in 364 patients, prospectively collected in the hernia-club database, the mesh used in laparoscopic inguinal hernia repairs entailed one mesh removal which was not mesh-related and only two confirmed hernia recurrences. There were seromas requiring CT (computed tomography) guided drainage. One hernia recurrence required reoperation. There were also procedure related complications that were not related to the device: extraperitoneal hematoma (1 patient), peritonitis (1 patient), and small bowel obstruction (1 patient).

Event description:
According to the post-market study, based on 426 cases, in 364 patients, prospectively collected in the hernia-club database, the mesh used in laparoscopic inguinal hernia repairs entailed one mesh removal which was not mesh-related and only two confirmed hernia recurrences. One hernia recurrence required reoperation.

Manufacturer narrative:
Additional information: g3 corrections: b5, h6 (ime/imf codes updated). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3 correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the club hernie registry extraction report from (B)(6) 2011 to (B)(6) 2024, 364 patients underwent conventional laparoscopic hernia repair in which an anatomical polypropylene mesh was utilized. Reported postoperative complications potentially related to the mesh included two confirmed recurrences: one requiring surgical intervention and one not reoperated on.